Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped and it was found kinked. The support coil, gripper and embolic coil were found inside of the introducer without damage. The hub was inspected and it was found cracked. The hub of the unit was inspected under microscope and the crack found on the visual analysis was confirmed. The functional test was perform according to the dp 12158496 rev. 1 a lab sample syringe (B)(4) was filling with water and it was attached to the hub; when the pressure started to increased, the hub began to leak. The cause of the leak in the hub was due to the crack found of it. The failure reported by the costumer as "luer hub - leakage" was confirmed. The cause of the leakage was due to the crack found on the hub. The cause of the crack is undetermined. However, action was opened to address this kind of issues in trufill dcs products. The cause of the kinks found in the device could not be conclusively determined; procedural and handling factors appear to have contributed to these damages. In addition inspections are in place that prevents these kind of failures leaving from the facility. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of the sinus sigmoideus, the orbit complex fill 5x10 coil ((B)(4)) was delivered to the target lesion and pressurized to be detached, leakage of saline was observed at syringe(dcs syringe, detail unknown) and the hub of the coil. No damages were noted in the section that had the leak. The coil was removed still attached to the delivery system and changed to other product. The procedure was completed successfully with other products, and with the same syringe without any patient injury. The syringe was connected properly to the hub of the delivery system. No damages noticed were noted on any section of the syringe. A dedicated saline source was utilized to fill the syringe. After removal, no other damages were noticed on the delivery systems (kink, bend, fracture, separated, etc) or coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached. The syringe will not be returned for analysis. All the products were new. No further information is available. The target vessel was not calcified and not tortuous. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped and it was found kinked. The cause of the kinks found in the device could not be conclusively determined; procedural and handling factors appear to have contributed to these damages. Inspections are in place to prevent this kind of failure from leaving from the facility. The support coil, gripper and embolic coil were found inside of the introducer without damage. The hub was inspected and it was found cracked. The hub of the unit was inspected under microscope and the crack found on the visual analysis was confirmed. The functional test was performed according to procedure; a lab sample syringe (B)(4) was filling with water and it was attached to the hub. When the pressure started to be increased, the hub began to leak. The cause of the leak in the hub was due to the crack found on it. The reported luer hub leakage was confirmed. The cause of the leakage was due to the crack found on the hub. The cause of the crack is undetermined. A risk assessment has been initiated to evaluate this issue. Investigation was opened to address this type of hub crack issues in trufill dcs products.

Event description:
During a coil embolization of the sinus sigmoideus, prior to detachment, the orbit complex fill 5x10 coil (637cf0510) was delivered to the target lesion and pressured to be detached, leakage of saline was observed at syringe (dcs syringe, detail unknown) and the hub of the coil. No damages were noted in the section that had the leak. The coil was removed and changed to other product. The procedure was completed successfully with other products, and with the same syringe without any patient injury. The syringe was connected properly to the hub of the delivery system. No damages noticed were noted on any section of the syringe. A dedicated saline source was utilized to fill the syringe. After removal, no other damages were noticed on the delivery systems (kink, bend, fracture, separated, etc) or coil (unraveled, stretched, kink, bend, fracture, separated, etc), and the coil remained attached. The syringe will not be returned for analysis. All the products were new. No further information is available. The target vessel was not calcified and not tortuous.